Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to interrogate the implantable cardioverter defibrillator (ICD) while still in the box, it was not possible to obtain telemetry, even with multiple programmers. The ICD was not used. No patient involvement.